Manufacturer narrative:
It was originally reported that the cot was difficult to raise. Upon completion of the investigation it was found that the height adjustment racks would not raise fully due to binding as a result of being bent.

Event description:
It was reported via repair work order that the unit was difficult to raise and lower due to bent height adjustment racks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit was difficult to raise and lower due to bent height adjustment racks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.